Event description:
The caller reported that the battery charge percentage fluctuated significantly and resulted in the pump shutting down and did not change despite the pump being plugged in and charging. There was no mention of any adverse impact on the customer¿s blood glucose level. The customer felt frustrated as the issue had persisted for two weeks and did not trust the pump, which had recently been received as a replacement. Technical support followed up with the customer, provided battery maintenance advice, and arranged to send replacement charging supplies.